Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 8.0 cm in diameter abdominal aortic aneurysm. It was reported that a recent CT revealed that there was aneurysm expansion and an unknown endoleak. The physician elected to perform a laparotomy to investigate the cause of the aneurysm enlargement. During the laparotomy the physician removed thrombus. The physician stated that the cause could not be determined. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film review summary: the exact cause of the reported unknown endoleak leading to aneurysm expansion could not be conclusively determined from the 2-year post-implant cta's provided. Pre-implant anatomy information, films during implant procedure, and earlier post-implant films were not provided. There currently appears to be marginal proximal seal with minimal stent graft apposition to the aortic wall. However, no clear endoleak was observed. Although no clear endoleak was seen, it is possible that the aneurysm sac may have been pressurized from the marginal proximal seal, causing the aneurysm to expand over time. It is possible that disease progression (aortic neck dilatation) may have contributed to the lack of proximal seal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.